Manufacturer narrative:
Visual examination of the returned navigator hd access sheath revealed that the dilator and the sheath were both kinked in the middle. The sheath was also broken where the kink was located. A functional evaluation of the device found that the guidewire could not be advanced through the device without issue. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the kidney during a retrograde intra-renal surgery (rirs) procedure performed on (B)(6) 2016. According to the complainant, during introduction the access sheath was kinked and the guidewire could not be inserted. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the access sheath was broken.